Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos of a staple line. A staple is open. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post video assisted thoracoscopic lobectomy surgery, two and a half hours after stapling the upper pulmonary vein, they noticed heavy bleeding in a bottle, and it was noted that there was more than 500 cc of blood loss. It is the first vascular structure closed in vats left upper lobectomy, when the vein was stapled this operation continued with stapling of arterial branches and bronchus, the fissure and lymphadenectomy what takes about two hours more during operation which means that the vein stump was observed about two hours during operation without bleeding. The massive bleeding happened about 20 minutes after taking the patient from the operating room to the recovery room. They introduced the camera and found that there was a bleeding at the anastomosis on pulmonary vein where they placed the staple. Blood transfusion was also required. They used a suture to fix the pulmonary vein. However, the patient¿s heart beat stopped and they were unsuccessful to resuscitate the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.